Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in a ventricular tachycardia episode and the defibrillator withheld therapy due to the discriminator categorizing the rhythm as a supra-ventricular tachycardia. The discriminator was programmed off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.